Event description:
Left implant partial deflation.

Manufacturer narrative:
Investigation summary: no leak observed w gently squeezing. Removed valve strap. Filled front (outer lumen) with 10cc of air. Submerged the implant in water, no leak was observed in the back valve. Removed the saline from the implant, filled fully with air the inner and outer lumen. Submerged the implant in water, no leak was observed at the outer shell and both valves. Complaint failure mode was not able to replicated during investigation.